Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a hemostatic agent dual applicator device was used. After needle insertion / tubing connection, it did not fit tightly with pre-filled syringe and becomes loose. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the procedure open or laparoscopic? 2. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? 3. How many times have they assembled the product? 4. Was a sales representative present during the case when the issue was experienced? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? 7. Was the product used on the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.